Manufacturer narrative:
Information contained in this report was previously submitted through responsive psr on 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture and capsular contracture baker grade unknown. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture, capsular contracture baker grade unknown and pain. Device was explanted.

Event description:
Healthcare professional left side capsular contracture baker grade unknown and pain. Device was explanted.